Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in pace and shock impedances on the right ventricular (rv) lead. The shock impedance values recently became out of range, but the pace impedance values are within normal limits. At this time, the products remain in service. The patient is being monitored. No adverse patient effects were reported.